Event description:
In 2002, customer stated that they received a reading of 68 using the freestyle and they were feeling sick. Customer did not eat unitl 1:00 and took another test at 3:00 with a reading of 225. Customer stated they were still feeling nauseated and began to sweat and went to the hosp where they took a reading of 95 with an unk meter. Customer was given an EKG with their heart and blood pressure monitored. Customer was not provided medication or any other treatment.